Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver versed 20ml/80ml, with a 100ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer reported the device alarmed end of infusion; however, the nurse noted there was 13-18ml left in the medication container, instead of an expected empty container. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).